Event description:
It was reported that a patient presented with discomfort and loss of capture noted on the left ventricular lead. Dislodgement was confirmed via chest x-ray. Additionally, the right ventricular and atrial leads were noted to have reduced slack. Surgical intervention was performed on (B)(6), 2026, and the left ventricular lead was removed and the system testing on the remaining leads and device were normal. No adverse patient consequences were reported.